Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Date received by manufacturer, added expiration date, added lot number, (B)(4), added the abutment being used at the time of the event, added device manufacture date, added follow up type, added event problem codes, added evaluation codes.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that the patient showed up to the dental office with a fractured screw and abutment in hand from site (B)(4).